Event description:
The customer reported to olympus, the camera control unit had e221 error. The issue was found during preparation for use for a therapeutic laparoscopic surgery. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1/establishment name: (B)(6). (Documented here due to character limitation in respective field) the investigation is ongoing . A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause of the phenomenon could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No delays and patient were not under anesthesia reported to olympus.